Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a patient presented with itchy and dry eyes, approx 6 days following lasik surgery. In a follow up , the optometrist reported that the patient was treated with artificial tears and the event has resolved. No further info is expected. There are two medical device reports associated with this event. This report is for the right eye.